Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an occlusion alarm occurred and cartridge alarms occurred during insulin delivery. Customer experienced a blood glucose (bg) level of 546 mg/dl. The customer addressed elevated bg with a manual injection. The customer reverted to an alternate method of insulin delivery.